Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor regarding a patient with an implantable pump. It was reported that there was a pump failure during surgery, it was found that the pump had high resistance to withdrawal and that the catheter was connected to the pump, but could not withdraw cerebrospinal fluid. Actions/interventions taken included the pump being replaced with a new pump and the surgery was completed. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (hcp) via a distributor indicated that the pump had not been returned yet and it was with the distributor now. There were no problems with the catheter. When asked to clarify the surgery, it was stated that this was the implantation surgery for the pump. The implant date for the replacement pump related to the event was 2024-02-13.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory, and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.